Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material in the air and water tube and cylinder during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to damage on the channel tube, water tightness was lost, due to damage on the nozzle, water removal ability did not meet the standard value, and the plastic distal end cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the gastrovideoscope had perforations at the distal end. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the air and water tube and air and water cylinder had a white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.